Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings: during investigation, the returned battery cap was unable to be fully tightened and it was difficult to remove due to a damaged top. A test cap was able to fully tighten. It was able to be removed with no defects. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery cap was not able to be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.